Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarmed during self test (line number = 367; file number = 37) and is found in the formatted history file on (B)(6) 2019 07:40:47.000 due to a broken trace at u1 keypad assembly. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found traces of moisture damage on the pcba1 assembly during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Pump error 3 was found in history file on (B)(6) 2019 07:13:33.000. Pump error 42 was found in history file on (B)(6) 2019 07:13:36.000. Pump error 54 was found in history file on (B)(6) 2019 07:13:31.000. Pump error 63 was found in history file on (B)(6) 2019 07:40:47.000. In summary, customer alleged pump error 63 confirmed. Pump error 3 confirmed. Exposed to moisture confirmed. Pump error 54 confirmed. Device test failed confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error. The customer¿s blood glucose was 4.4 mmol/l at the time of incident. Customer reported that they were able to clear the alarms. Customer stated they were able to rewind the insulin pump. Customer assisted with performing displacement test and test was passed. Customer reported that the insulin pump error did not occur during rewind. Customer assisted with self test and test failed they occurred error in the hardware low level failures during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.